Event description:
Ascent ruptured on back table during prep prior to introduction into sheath or patient. Ascent never went into patient. Additional information received indicated that there was no leakage observed before the balloon ruptured. A hyperform balloon was used to complete the procedure, unknown what size. The contrast ration used was 50/50.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made . A review of the manufacturing documentation associated with this lot f61162 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The ascent balloon ruptured on back table during prep prior to introduction into sheath or patient. The ascent balloon never went into patient. A 50/50 contrast ratio was used. There was no leakage noted prior to the balloon rupture. It was reported that the device is not available for analysis. Based on the available information and without the return for analysis, no conclusion can be made regarding the root cause of the balloon burst during prep. A review of ascent lot f61162 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.